Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument jaws did not align, and clips did not click. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. The issue occurred when the surgeon was attempting to clip onto the tissue. The clip jaws would not align to appropriately clip the tissue. It was medium large clip applier instrument was used. The clip applier been used 1st attempt during the case when the incident occurred. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU.

Event description:
Refer to h11 for follow-up information.